Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 10-nov-2017. The most recent information was received on 04-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('some foreign material (probably representing part of the essure device) is present in the submucosa of the fallopian tube with overlying mucosal ulceration'), pelvic pain ('incredible pelvic pain, mostly in right side, constant, since placement'), allergy to metals ('allergic reaction as a result of the device, nickel allergy') and menorrhagia ('heavy periods with clots') in a 35-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "very lateral left tube, difficult to access" on (B)(6) 2011. The patient's medical history included multigravida (five), parity 5 (last delivery (B)(6) 2011, vaginal water delivery at hospital), vaginal delivery (three) and multiple cesarean sections (two). Regular menses. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced uterine prolapse ("uterus prolapse") and suicidal ideation ("feeling unable to cope, suicidal ideation"). On (B)(6) 2018, the patient experienced abdominal adhesions ("single band (illegible) adhesions right side pelvis"). On (B)(6) 2018, the patient experienced procedural pain ("crampy pain after surgery"), procedural nausea ("nauseated after surgery") and musculoskeletal pain ("shoulder pain after surgery"). On an unknown date, the patient experienced embedded device (seriousness criterion hospitalization) with mucosal ulceration, pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required) with pruritus and rash, menorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("pain during periods"), back pain ("incredible continuous lower back pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloated permanently"), menstruation irregular ("irregular periods, come and go, bleeding between 6 weeks and 6 months"), candida infection ("thrush"), alopecia ("hair loss"), tooth loss ("teeth loss"), furuncle ("boils"), incontinence ("incontinence"), urinary tract infection ("urine infections, constant utis"), irritable bowel syndrome ("ibs"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety"), fatigue ("fatigue"), tremor ("shaking from head to toe on occasions"), sensitive skin ("skin sensitivity"), arthralgia ("joint pain") and flushing ("a little flushed at times"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with buspirone, clotrimazole, codeine phosphate hemihydrate;paracetamol (cocodamol), ibuprofen, propranolol, sertraline, trimethoprim and surgery (laparoscopic vaginal hysterectomy due to menstrual dysfunction, post-op physiotherapy and laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, allergy to metals, menorrhagia, dysmenorrhoea, back pain, abdominal pain, abdominal distension, menstruation irregular, abdominal adhesions, procedural pain, procedural nausea, uterine prolapse, candida infection, alopecia, tooth loss, furuncle, incontinence, urinary tract infection, irritable bowel syndrome, feeling abnormal, amnesia, anxiety, depression, suicidal ideation, fatigue, tremor, sensitive skin, arthralgia and musculoskeletal pain had resolved and the flushing had not resolved. The reporter provided no causality assessment for flushing with essure. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, candida infection, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, furuncle, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, musculoskeletal pain, pelvic pain, procedural nausea, procedural pain, sensitive skin, suicidal ideation, tooth loss, tremor, urinary tract infection and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2017 gynecologist wrote that patient was referred with pelvic pain and tenderness with deep dyspareunia, awaited updated smear regular menses. She believed that essure caused her symptoms and was requesting removal of essure. Ultrasound showed correct placement on (B)(6) 2017, patient was upset. She felt that her problem was caused by essure, especially when she learnt that essure has nickel in it and she was allergic to nicked. On (B)(6) 2018, gynecologist wrote that patient attended for gynecologic consultation. Most of her symptoms which had proven bothersome pre-operatively had resolved. Despite it being only 3 weeks since her hysterectomy, recovery had been unremarkable and most normal activities had been resumed. Serum had been boarded for estimation of fsh and estradiol as she felt a little flushed at times. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: uterus well filled with contrast. No evidence of contrast spillage into peritoneal cavity from either fallopian tube. Conclusion: no contrast spillage from either fallopian tube, tubes are blocked. Hysteroscopy - on (B)(6) 2011: essure sterilization-bilateral, cervical smear. Findings: very lateral left tube, difficult to access. Left: 5 coils - inner coil device very apparent in cavity; right: 5 coils. Laparoscopy - on (B)(6) 2018: hysterectomy with cervix and bilateral fallopian tube resection. Essure devices not visible outside tubes. Findings: placement appropriate - no perforations. Single band (illegible) adhesions right side pelvis. Pathology test - on (B)(6) 2018: specimen uterine corpus, cervix, attached bilateral fallopian tubes together weighing 131 g. Uterine corpus and cervix together 8.5 cm in length. Endometrium is moderate in amount. No endometriosis. No fibroids present. Both fallopian tubes 6 cm long. Essure devices present securely within lumina of both fallopian tubes with small trailing portions within endometrial cavity bilaterally. Good placement. No perforation. Both fallopian tubes are histologically normal with no significant inflammatory reaction. In section f, some foreign material (probably representing part of the essure device) present in submucosa of fallopian tube with overlying mucosal ulceration. Ultrasound scan - on (B)(6) 2017: essure correct placement, right and left implants in the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Additional event added: some foreign material (probably representing part of the essure device) is present in the submucosa of the fallopian tube with overlying mucosal ulceration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction as a result of the device,nickel allergy') and menorrhagia ('heavy periods with clots') in a 35-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "very lateral left tube, difficult to access" on (B)(6) 2011. The patient's medical history included multigravida, parity 5 (last delivery (B)(6) 2011 vaginal water delivery at hospital), vaginal delivery (3) and multiple caesarean sections (2). Regular menses. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced uterine prolapse ("uterus prolapse") and suicidal ideation ("feeling unable to cope, suicidal ideation"). On (B)(6) 2018, the patient experienced abdominal adhesions ("single band (illegible) adhesions right side pelvis"). On (B)(6) 2018, the patient experienced musculoskeletal pain ("shoulder pain after surgery"), procedural pain ("crampy pain after surgery") and procedural nausea ("nauseated after surgery"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with pruritus and rash, menorrhagia (seriousness criteria hospitalization and intervention required), pelvic pain ("incredible pelvic pain, mostly in right side"), alopecia ("hair loss"), tooth loss ("teeth loss"), back pain ("incredible continuous lower back pain"), furuncle ("boils"), incontinence ("incontinence"), urinary tract infection ("urine infections, constant utis"), irritable bowel syndrome ("ibs"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety"), menstruation irregular ("irregular periods, come and go, bleeding between 6 weeks and 6 months"), abdominal pain ("abdominal pain"), abdominal distension ("bloated permanently"), fatigue ("fatigue"), candida infection ("thrush"), dysmenorrhoea ("pain during periods"), tremor ("shaking from head to toe on occasions"), sensitive skin ("skin sensitivity"), arthralgia ("joint pain") and flushing ("a little flushed at times"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with buspirone, clotrimazole, codeine, ibuprofen, propranolol, sertraline, trimethoprim and surgery (laparoscopic vaginal hysterectomy due to menstrual dysfunction, post-op physiotherapy and laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, menorrhagia, uterine prolapse, pelvic pain, alopecia, tooth loss, back pain, furuncle, incontinence, urinary tract infection, irritable bowel syndrome, feeling abnormal, amnesia, anxiety, depression, suicidal ideation, menstruation irregular, abdominal pain, abdominal distension, fatigue, candida infection, dysmenorrhoea, tremor, sensitive skin, arthralgia, musculoskeletal pain, procedural pain and procedural nausea had resolved, the abdominal adhesions outcome was unknown and the flushing had not resolved. The reporter provided no causality assessment for flushing with essure. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, candida infection, depression, dysmenorrhoea, fatigue, feeling abnormal, furuncle, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, musculoskeletal pain, pelvic pain, procedural nausea, procedural pain, sensitive skin, suicidal ideation, tooth loss, tremor, urinary tract infection and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2017 gynecologic clinic wrote that patient was referred with pelvic pain and tenderness with deep dyspareunia, awaited updated smear regular menses. She stated she had researched essure procedure and believed it caused her symptoms and was requesting removal of essure. Ultrasound showed correct placement on (B)(6) 2017, patient was upset. She felt that her problem was caused by essure, especially when she learnt that essure has nickel in it and she was allergic to nicked. On (B)(6) 2018, gynecologic clinic wrote that patient attended for gynecologic consultation. Most of her symptoms which had proven bothersome pre-operatively had resolved. Despite it being only 3 weeks since her hysterectomy, recovery had been unremarkable and most normal activities had been resumed. Serum had been boarded for estimation of fsh and estradiol as she felt a little flushed at times. She was happy to be discharged from clinic diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: uterus well filled with contrast. No evidence of contrast spillage into peritoneal cavity from either fallopian tube conclusion: no contrast spillage from either fallopian tube, tubes are blocked. Hysteroscopy - on (B)(6) 2011: essure sterilization-bilateral, cervical smear. Findings: very lateral left tube, difficult to access. L 5 coils -inner coil device very apparent in cavity r 5 coils. Laparoscopy - on (B)(6) 2018: hysterectomy with cervix and bilateral fallopian tube resection. Essure devices not visible outside tubes findings: placement appropriate- no perforations. Single band (illegible) adhesions right side pelvis. Pathology test - on (B)(6) 2018: specimen uterine corpus, cervix, attached bilateral fallopian tubes together weighing 131 g. Uterine corpus and cervix together 8.5 cm in length. Endometrium is moderate in amount. No endometriosis. No fibroids present. Both fallopian tubes 6 cm long. Essure devices present securely within lumina of both fallopian tubes with small trailing portions within endometrial cavity bilaterally. Good placement. No perforation. Both fallopian tubes are histologically normal with no significant inflammatory reaction. In section f, some foreign material (probably representing part of the essure device) present in submucosa of fallopian tube with overlying mucosal ulceration. Ultrasound scan - on (B)(6) 2017: essure correct placement, right and left implants in the ostiae. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lawyer (new reporter) sent medical records (case medically confirmed). Plaintiff's age/birth date, height, weight added, initials amended, medical history added (none reported before). Essure lot number, start date, indication, removal date (hospitalization) added. Test results.new events: nickel allergy (replaced device allergy), device insertion difficult, dyspareunia, arthralgia, irregular periods, heavy periods, dysmenorrhoea, skin sensitivity, abdominal distension, abdominal pain, fatigue, candida infection, tremor, uterus prolapse, suicidal ideation, postoperative pain and nausea, musculoskeletal pain. Depression onset date added. Remedial drugs added (non reported before). All events resolved after surgery and were considered related to essure we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 10-nov-2017. The most recent information was received on 11-dec-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('some foreign material (probably representing part of the essure device) is present in the submucosa of the fallopian tube with overlying mucosal ulceration'), pelvic pain ('incredible pelvic pain, mostly in right side, constant, since placement'), allergy to metals ('allergic reaction as a result of the device, nickel allergy') and menorrhagia ('heavy periods with clots') in a 35-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "very lateral left tube, difficult to access" on (B)(6) 2011. The patient's medical history included multigravida (five), parity 5 (last delivery (B)(6) 2011, vaginal water delivery at hospital), vaginal delivery (three) and multiple cesarean sections (two). Regular menses. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced uterine prolapse ("uterus prolapse") and suicidal ideation ("feeling unable to cope, suicidal ideation"). On (B)(6) 2018, the patient experienced abdominal adhesions ("single band (illegible) adhesions right side pelvis"). On (B)(6) 2018, the patient experienced procedural pain ("crampy pain after surgery"), procedural nausea ("nauseated after surgery") and shoulder pain ("shoulder pain after surgery"). On an unknown date, the patient experienced embedded device (seriousness criterion hospitalization) with mucosal ulceration, pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required) with pruritus and rash, menorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("pain during periods"), back pain ("incredible continuous lower back pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloated permanently"), menstruation irregular ("irregular periods, come and go, bleeding between 6 weeks and 6 months"), candida infection ("thrush"), alopecia ("hair loss"), tooth loss ("teeth loss"), furuncle ("boils"), incontinence ("incontinence"), urinary tract infection ("urine infections, constant utis"), irritable bowel syndrome ("ibs"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety"), fatigue ("fatigue"), tremor ("shaking from head to toe on occasions"), sensitive skin ("skin sensitivity"), joint pain ("joint pain") and flushing ("a little flushed at times"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with buspirone, clotrimazole, codeine phosphate hemihydrate;paracetamol (cocodamol), ibuprofen, propranolol, sertraline, trimethoprim and surgery (laparoscopic vaginal hysterectomy due to menstrual dysfunction, post-op physiotherapy and laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, allergy to metals, menorrhagia, dysmenorrhoea, back pain, abdominal pain, abdominal distension, menstruation irregular, abdominal adhesions, procedural pain, procedural nausea, uterine prolapse, candida infection, alopecia, tooth loss, furuncle, incontinence, urinary tract infection, irritable bowel syndrome, feeling abnormal, amnesia, anxiety, depression, suicidal ideation, fatigue, tremor, sensitive skin, joint pain and shoulder pain had resolved and the flushing had not resolved. The reporter provided no causality assessment for flushing with essure. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, candida infection, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, furuncle, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, pelvic pain, procedural nausea, procedural pain, sensitive skin, shoulder pain, suicidal ideation, tooth loss, tremor, urinary tract infection, uterine prolapse and joint pain to be related to essure. The reporter commented: on (B)(6) 2017 gynecologist wrote that patient was referred with pelvic pain and tenderness with deep dyspareunia, awaited updated smear regular menses. She believed that essure caused her symptoms and was requesting removal of essure. Ultrasound showed correct placement on (B)(6) 2017, patient was upset. She felt that her problem was caused by essure, especially when she learnt that essure has nickel in it and she was allergic to nicked. On (B)(6) 2018, gynecologist wrote that patient attended for gynecologic consultation. Most of her symptoms which had proven bothersome pre-operatively had resolved. Despite it being only 3 weeks since her hysterectomy, recovery had been unremarkable and most normal activities had been resumed. Serum had been boarded for estimation of fsh and estradiol as she felt a little flushed at times. On (B)(6) 2018: patients symptoms that had proven bothersome preoperatively have now resolved. Despite being only 3 weeks since hysterectomy, her recovery has been unremarkable and most normal activities have been resumed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: uterus well filled with contrast. No evidence of contrast spillage into peritoneal cavity from either fallopian tube. Conclusion: no contrast spillage from either fallopian tube, tubes are blocked. Hysteroscopy - on (B)(6) 2011: essure sterilization-bilateral, cervical smear. Findings: very lateral left tube, difficult to access. Left: 5 coils - inner coil device very apparent in cavity; right: 5 coils. Laparoscopy - on (B)(6) 2018: hysterectomy with cervix and bilateral fallopian tube resection. Essure devices not visible outside tubes. Findings: placement appropriate - no perforations. Single band (illegible) adhesions right side pelvis. Pathology test - on (B)(6) 2018: specimen uterine corpus, cervix, attached bilateral fallopian tubes together weighing 131 g. Uterine corpus and cervix together 8.5 cm in length. Endometrium is moderate in amount. No endometriosis. No fibroids present. Both fallopian tubes 6 cm long. Essure devices present securely within lumina of both fallopian tubes with small trailing portions within endometrial cavity bilaterally. Good placement. No perforation. Both fallopian tubes are histologically normal with no significant inflammatory reaction. In section f, some foreign material (probably representing part of the essure device) present in submucosa of fallopian tube with overlying mucosal ulceration. Ultrasound scan - on (B)(6) 2017: essure correct placement, right and left implants in the ostia. X-ray - on (B)(6) 2017: on transverse imaging of the uterus there is a linear echogenic structure on the left midline which may represent a device placed within the intramuscular part of the left fallopian tube. The right side is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: final report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 10-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("patient has developed an allergic reaction as a result of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with pruritus and rash, alopecia ("hair loss"), tooth loss ("teeth loss"), back pain ("incredible back pain"), pelvic pain ("incredible pelvic pain"), furuncle ("boils"), incontinence ("incontinence"), urinary tract infection ("urine infections"), irritable bowel syndrome ("ibs"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety") and depression ("depression"). The patient was awaiting removal. Essure treatment was ongoing at the time of the report. At the time of the report, the device allergy, alopecia, tooth loss, back pain, pelvic pain, furuncle, incontinence, urinary tract infection, irritable bowel syndrome, feeling abnormal, amnesia, anxiety and depression outcome was unknown. The reporter considered device allergy to be related to essure. The reporter provided no causality assessment for alopecia, amnesia, anxiety, back pain, depression, feeling abnormal, furuncle, incontinence, irritable bowel syndrome, pelvic pain, tooth loss and urinary tract infection with essure. The reporter commented: patient was awaiting device removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-nov-2017 for the following meddra preferred term: device allergy. The analysis in the global safety database revealed 16 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.